Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer could not exit the prime loop after the second series of beeps. It was reported that no numbers appeared on the screen. It was reported that the battery was replaced but the issues persist. The customer's blood glucose level at the time of incident was 149.4mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window, cracked reservoir tube lip. The insulin pump alarmed motor error during basic occlusion test and alarmed prime during prime test due to loose/protruded drive support disk. We were unable to perform self-test, off no power test, error test, occlusion test and no delivery test due to prime alarm. However, the insulin pump passed idle current test, run currents test and displacement test.